Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, micl12.6, -9.5 diopter, implantable collamer lens tore upon insertion. The lens was removed and replaced with the backup lens. Doctor felt it was the injector that tore the lens, unsure of model. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected data: a2-date of birth is corrected to (B)(6) 1974. Claim # (B)(4).

Manufacturer narrative:
H3- device evaluation: lens was returned in liquid, in lens vial. Visual inspection found a torn haptic and optic. Claim # (B)(4).